Event description:
Customer reported on a bravo ph capsule that failed to attach. The physician stated that when he pushed down the plunger it came apart. The patient was not injured following the procedure.